Manufacturer narrative:
B3: event date unknown. D3, g1,2 email is: regulatory.responses@icumed.com one device was returned for evaluation. Visual inspection revealed no anomalies. No evidence was available to review in the event history logs. Functional testing was performed and the reported issue was able to be replicated; error code 44860 was observed during power on. The root cause was determined to be a faulty pwa board. The pwa board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period., corrected data: health effects corrected.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device alarms error message data lost. ?no adverse patient effects were reported by the customer".